Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No pump error alarms noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. The correct test bg value was displayed on the sensor glucose graph screen. No active insulin updating alarms auto mode anomalies noted during testing. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The blood glucose level was 205 mg/dl. The customer reported that they were able to clear the alarm and not able to rewind the insulin pump. The customer was assisted with performing displacement test and the test was passed. The troubleshooting was performed for pump error alarm. As the pump error was occurred twice, the customer was advised to discontinue use of the insulin pump and also advised to revert to backup plan. The insulin will be returned for analysis.